Manufacturer narrative:
Elevated complaint investigation will be initiated. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported 3 false positive sars-cov-2 results on the alinity m resp-4-plex assay. The 3 samples tested positive on the alinity m instrument with a higher cycle number. The laboratory retests all samples with a very late cycle number. The samples were retested on the genexpert system and were reported as negative. The false positive results were not reported out of the laboratory. There has been no report of impact to patient management. This incident is being reported to FDA because the incident occurred in (B)(6) using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Investigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs which involved the discrepant results were valid and met assay specification requirements. There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 are performing outside of established design performance specifications based on the elements reviewed in this section. The validity of the runs met assay specification requirements, and no error codes or flags were displayed for the run controls. The amplification curves of the discrepant results were analyzed. Amplification curves look normal and showed normal amplification. False positive sample in the complaint is near the lod (limit of detection) for the sars-cov-2 target of resp-4-plex assay, therefore, may not be repeatable. Population data analysis demonstrate that the clinical specificity / clinical sensitivity rates meets the specifications as defined in the package insert. No amp tray carryover risk was observed. Different platforms have different sensitivity for the target. Therefore, results can't be 100% reproducible. Quality data review: device history record (DHR) / batch record review: review of the manufacturing packet for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 did not identify any issues which could result in the reported complaint. No issues were found during quality control (qc) testing. The qc amp kit masterlot testing met all acceptance and validity specification criteria. CAPA / non-conformance review: a CAPA review was performed to identify any records that were potentially related to the reported complaint for alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 and its components. This CAPA review did not identify any existing internal issues or nonconformances related to the reported complaint for lot 522687. Complaint history review: a complaint history review was performed to identify any similar complaints to the ticket being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 522687. A product deficiency was not identified as a result of this review. Based on the results of the investigation elements, a product deficiency for the alinity m resp-4-plex amp kit (list 09n79-090) lot 522687 was not identified.